Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, wires were frayed near the tip of a single port maryland bipolar forceps instruments. This was spotted by the technician at the sterilization facility. There was no patient involved.